Manufacturer narrative:
Insulin pump alarmed motor error during the occlusion test and alarmed prime during prime test at 4lbs due to faulty force sensor. Motor passed motor test. Insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was changing reservoir and got compromised force sensor system alarm. Customer blood glucose was 210 mg/dl. Troubleshooting was done. During troubleshooting customer had motor error alarm during bolus delivery. Advised customer that insulin pump would be replaced. No further information provided.